Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 08/11/2015 and indicated that the customer had repaired and resolved the leak prior to the on-site service visit by trimming a piece of worn green stripe tubing from the probe wipe. No further leakage was observed by the fse. The repairs were verified per established service procedures. (B)(6).

Event description:
The customer reported a bloody fluid leak of approximately 1ml per cycle from the probe wipe on a coulter lh 750 hematology analyzer. The customer stopped using the manual (secondary) mode and on-site service was requested to address the issue. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. There was no impact to patient results and controls.